Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. No intervention was performed. There were no patient consequences.